Event description:
Customer reported device = 197 mg/dl. Customer took 8 units of insulin at 5:45pm. Customer went out to dinner at 6pm. Customer stated feeling dizzy, fuzzy, and fell down. Emergency medical technician (emt) was called. Customer was taken to the hospital. At 8 pm, device = 39 mg/dl. Customer was given juice and a turkey sandwich. While at hospital customers device = 406 at 10 pm. Customer gave themselves a shot of insulin. Controls were used. A request was made for return product and replacement product was sent.